Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation with mentor memorygel 275cc silicone breast implants which the right side was ruptured intraoperatively. As a result doctor used another device with catalog number 3502754bc, serial number (B)(4) on (B)(6) 2019. No adverse event reported.

Manufacturer narrative:
Device evaluation: during analysis of the device a rupture was noted in the anterior view, measuring approximately 2.4 cm. No other anomalies were discovered. During the microscope examination striations were detected in the edges of the rupture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).